Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Customer reported triage was positive and laboratory method was negative for one patient. Patient had a suspected cardiac issue; symptoms were shortness of breath and abdominal pain. Patient sample was sent out for confirmatory testing, resulted in a negative reading. Although requested, no additional information on the confirmatory testing such as method, results, or cut-off was available. The doctor did not belive the patient had a cardiac issue, as the confirmatory testing came back normal. Patient was transferred to the hospital for further evaluation, no information regarding treatment was available. Final diagnosis: ileus.

Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.